Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit alarm low vacuum. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) found from the inspection, that "drive manifold assembly" is broken, causing the machine to have a low vacuum alarm all the time. Fse replace one new drive manifold and this resolved the issue. Checked the entire system of the iabp machine and machine is normal. Unit returned to customer.

Event description:
N/a.